Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative tightened the hardware and verified that the cables were wire-tied and properly run through the system. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 31, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loose assembly. An internal investigation was opened to address the issue. (B)(4).

Event description:
A customer reported that a head unit on a microscope fell off multiple times during a procedure. Patient impact is unknown. Additional information has been requested but none has been received.